Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. This investigation will be closed based on probable root cause. Alleged failure: graft remaining loose. Customer complaint: "in the procedure of acl and pcl, semitendinus graft is prepared, a 9mm drill and tarraja is passed, a 9 * 23 screw is passed, the dr begins to feel resistance, but maintains the strength and keeps trying to place it when the half had been twisted part of the graft remaining loose so the doctor fixes it with a cortical screw. Investigation findings are: the clinic at which this took place was servi medical. The use of the tarraja is considered an improper use of the medical device. Instructions for use must be understood and followed to allow the medical device to operate and function as desired/designed. The use of a tarraja weakened the screw, allowing it to break, leading to the loss of torque feeling. The suspected root causes are: improper use of the device, instructions for use not followed. The corrective action: n/a. The preventive action: n/a." The failure mode will be monitored for future reoccurrence: manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the screw broke during the procedure and potentially remained in the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Filing on behalf of OEM biocomposites.

Event description:
It was reported that the screw broke during the procedure and potentially remained in the joint.